Manufacturer narrative:
The initial reporter's phone number: (B)(6). The complete initial reporter's facility name is (B)(6). The reported issue was confirmed. The root cause identified as a mixing pump failure. The device was evaluated upon receipt. It was confirmed that the mixing pump was faulty. Mixing pump has been replaced. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. No additional actions are needed. Corrections: d, f, h, all available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during wo evaluation there was a faulty mixing pump.

Manufacturer narrative:
The initial reporter's phone number that was provided was (B)(6). The complete initial reporter's facility name is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during wo evaluation there was a faulty mixing pump.